Manufacturer narrative:
The device has been returned and is being evaluated. A f/u report will be submitted after eval is complete.

Event description:
It was reported during a fistula treatment procedure, the coil could not be detached. As the physician was removing the coil, the coil detached and was left inside the aneurysm. No pt injury reported.